Event description:
Patient was burned with a faulty bovie during the total left hip replacement. The burns where five small pea-sized, superficial burns. During procedure surgeon was continuously using the handheld plume pen bovie. Towards the end of the procedure rn noticed the bovie was still activated without being in use due to coag button stuck in on position.